Event description:
A caller reported a malfunction on the pump with a malfunction code malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the caller with resetting the pump, ensuring the malfunction code did not recur. The caller acknowledged and understood the instructions to call back if the problem reappears, allowing them to continue using the pump.